Manufacturer narrative:
(B)(4). A carefusion certified 3rd party service technician field serviced the suspected device. The reported issue was confirmed by the service technician. Reported device failed leak test during evaluation by service technician. The reported issue was resolved by replacing flow valve and returned to the customer. Return good authorization was assigned for suspected device to be received by manufacturer for further evaluation if needed. If the suspect component is received, then an investigation will be performed and a supplemental report submitted.

Event description:
The customer reported complaint that the lap top ventilator was auto-cycling during set-up. There was no patient involvement associated with the reported complaint.